Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for evaluation. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Affiliate reported that it was difficult to insert the csf drain and during the manipulation of the catheter, the tip sheared off, which left 1-2cm of the catheter in the intrathecal space. The decision was made to leave the device in place.